Event description:
It was reported that, during a total laparoscopic hysterectomy, there was an unusual feeling in rotating to connect the device with the handle device. When the handle and the shaft was disassembled, the metallic part of the shaft root came off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: x9472n. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2022. D4 batch #: v95n4c. Investigation summary. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was received with the electrode tip firmly attached to the shaft and not detached as reported. Visual analysis of the returned sample revealed that the eps07 device was received with the inner tube detached from the shaft sheath. In addition the shaft sheath was bent. Therefore, functional testing could not be performed, as the shaft could not be connected with the test handle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event.